Event description:
The patient reported via a patient survey that his ability to perform daily activities since implant was worse. Additional information has been requested, a follow-up report will be sent if additional information becomes available.